Manufacturer narrative:
Date sent to FDA: 02/12/2014. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to cystic structure of the urethra, sui and grade 1 cystocele.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/12/2016. It was reported that patient underwent vaginal exploration with removal of sling, irrigation and cystoscopy on (B)(6) 2015 due to vaginal discharge, dyspareunia and erosion of urethral sling. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary/bowel problems, bleeding, and vaginal scarring. It was reported that patient underwent a cystoscopy with b/l retrograde pyelograms with excision of graft and a small amount of granulation tissue and packing on (B)(6) 2012 due to hematuria, vaginal discharge, urinary frequency and urgency. No additional information was provided.